Manufacturer narrative:
Phone number reoved from grid (B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device's button is not functioning. There was no reported patient involvement/adverse patient impact.